Manufacturer narrative:
(B)(4). Correction: lot# - changed from 50911k1 to 50923k1. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture could not be replicated as suture, posterior needle tip, link, and both cuffs were not returned. In the absence of all components returned a conclusive cause could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional information was received. It was reported that suture placement in the left common femoral artery (lcfa) was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa)/percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of the four proglide devices failed to deploy and capture the vessel wall. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to an 18f. The aaa/pevar was completed and hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using four proglide devices after an unspecified procedure. Reportedly, the sutures of the four proglide devices failed to deploy and capture the vessel wall. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.